Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual no indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A home therapy program manager and peritoneal registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to a cardiac arrest. It was affirmed the patient was connected to her liberty select cycler at the time of the cardiac arrest and her subsequent death. The patient¿s cardiac arrest was attributed to a significant history of cardiopulmonary disease that was unrelated to ccpd therapy. It was explained that the patient was found unresponsive and pulseless on the morning of (B)(6) 2025. Emergency services were activated but the patient was not transported to the hospital and pronounced deceased in her home. It was confirmed the patient¿s cardiac arrest leading to her death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A home therapy program manager and peritoneal registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to a cardiac arrest. It was affirmed the patient was connected to her liberty select cycler at the time of the cardiac arrest and her subsequent death. The patient¿s cardiac arrest was attributed to a significant history of cardiopulmonary disease that was unrelated to ccpd therapy. It was explained that the patient was found unresponsive and pulseless on the morning of (B)(6) 2025. Emergency services were activated but the patient was not transported to the hospital and pronounced deceased in her home. It was confirmed the patient¿s cardiac arrest leading to her death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s death can be attributed to a cardiac arrest with no indication these events were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.